Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation/essure device could freely be seen through the serosa of the uterus, showing a near perforation on that side/ imbedded in my uterus"), pelvic abscess ("post clips suffered from pelvic abscess"), device dislocation ("migration of implant/ migration of essure device location of device: abdomen") and menorrhagia ("heavy periods/abnormal bleeding (menorrhagia)") in a 26-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's past medical history included allergy to nuts, throat swelling, itching, allergic urticaria, skin burning sensation, rash, malaise, thrombosis, menses irregular, cholecystectomy, headache, mood swings, dvt and multigravida (three spontaneous vaginal deliveries.). Previously administered products included for an unreported indication: ambien, paxil and klonopin. Concurrent conditions included viral gastroenteritis, hydrosalpinx, inflammation, fever, cough, conjunctivitis, tingling lips, swelling nos, lower abdominal tenderness, urinary urgency, subcutaneous hematoma, ecchymosis, contusion, diarrhea, vomiting, chills, pain chest, viral gastroenteritis, bronchitis, constipation, gastroesophageal reflux, rectal bleeding and gi upset. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection ¿ bladder/urinary") and cystitis ("bladder infection"). On (B)(6) 2008, 2 months 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2008, the patient experienced pelvic congestion ("dx with extensive pelvic congestion syndrome post tubal sterilization with filshie clips"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain lower ("iower abdominal pain/ cramping") and abdominal distension ("bloating"). The patient was treated with ciprofloxacin (cipro), surgery (removal of essure and bilateral tubal ligation with filshie clips, supracervical hysterectomy (uteru), surgery (single port laparoscopic assisted supracervical hysterectomy) and surgery (novasure ablation of endometrium). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic abscess, device dislocation, menorrhagia, migraine, abdominal pain lower, abdominal distension, vaginal haemorrhage, urinary tract infection, pelvic congestion and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, device dislocation, menorrhagia, migraine, pelvic abscess, pelvic congestion, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2008, surgical pathology report: diagnosis: soft tissue, fallopian tube region: fibrofatty tissue with chronic inflammation and portions of wire identified, consistent with foreign body and chronic inflammatory reaction. Several portions of wire, some of which is coiled. The specimen overall measuring 2.5 x 0.4 x 0.4 cm. CT abdomen shows fluid collection at hysterectomy site slightly ill defined, developing peripheral contrast enhancement and gas density within the lesion which indicates that is probably a phlegmonous, developing abscess. Pelvic abscess status post recent hysterectomy. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic abscess, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received : patient's demographics were updated. Event device monitoring procedure not performed was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation/essure device could freely be seen through the serosa of the uterus, showing a near perforation on that side"), pelvic abscess ("post clips suffered from pelvic abscess") and device dislocation ("migration of implant") in a 26-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included viral gastroenteritis, hydrosalpinx and inflammation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic abscess (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), abdominal pain lower ("iower abdominal pain/ cramping"), abdominal distension ("bloating"), menorrhagia ("heavy periods/abnormal bleeding (, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection - bladder/urinary"), pelvic congestion ("dx with extensive pelvic congestion syndrome post tubal sterilization with filshie clops") and cystitis ("bladder infection"). The patient was treated with ciprofloxacin (cipro), surgery (single port laparoscopic assisted supracervical hysterectomy) and surgery (single port laparoscopic assisted supracervical hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic abscess, device dislocation, migraine, abdominal pain lower, abdominal distension, menorrhagia, vaginal haemorrhage, urinary tract infection, pelvic congestion and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, device dislocation, menorrhagia, migraine, pelvic abscess, pelvic congestion, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test conducted: not specified (per pfs) diagnostic results: (B)(6) 2008, surgical pathology report: diagnosis: soft tissue, fallopian tube region: fibrofatty tissue with chronic inflammation and portions of wire identified, consistent with foreign body and chronic inflammatory reaction. Several portions of wire, some of which is coiled. The specimen overall measuring 2.5 x 0.4 x 0.4 cm. CT abdomen shows fluid collection at hysterectomy site slightly ill defined, developing peripheral contrast enhancement and gas density within the lesion which indicates that is probably a phlegmonous, developing abscess. Pelvic abscess status post recent hysterectomy concerning injuries reported in this case the following one/ones were described in patient medical records pelvic abscess, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection - bladder/urinary, pain, perforation, other - underwent filshie clips placement when essure was removed and has had pelvic pain ever since. Dx with extensive pelvic congestion syndrome post tubal sterilization with filshie clops. Post clips suffered from pelvic abscess, abdominal pain, pelvic abscess. Event perforation pt was uterine perforation. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation/essure device could freely be seen through the serosa of the uterus, showing a near perforation on that side"), pelvic abscess ("post clips suffered from pelvic abscess"), device dislocation ("migration of implant") and menorrhagia ("heavy periods/abnormal bleeding (, menorrhagia)") in a 26-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to nuts, throat swelling, itching, hives, burning sensation, rash, malaise, thrombosis, menses irregular, cholecystectomy, headache, mood swings, dvt and vaginal delivery (three spontaneous vaginal deliveries.). Previously administered products included for an unreported indication: paxil, klonopin and ambien. Concurrent conditions included viral gastroenteritis, hydrosalpinx, inflammation, fever, cough, conjunctivitis, tingling lips, swelling nos, lower abdominal tenderness, urinary urgency, subcutaneous hematoma, ecchymosis, contusion, diarrhea, vomiting, chills, chest pain, viral gastroenteritis, bronchitis, right hydro salpinx, constipation, gastroesophageal reflux, rectal bleeding and gi upset. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic abscess (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), abdominal pain lower ("iower abdominal pain/ cramping"), abdominal distension ("bloating"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection ¿ bladder/urinary"), pelvic congestion ("dx with extensive pelvic congestion syndrome post tubal sterilization with filshie clops") and cystitis ("bladder infection"). The patient was treated with ciprofloxacin (cipro), surgery (single port laparoscopic assisted supracervical hysterectomy), surgery (single port laparoscopic assisted supracervical hysterectomy) and surgery (novasure ablation of endometrium). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic abscess, device dislocation, migraine, abdominal pain lower, abdominal distension, menorrhagia, vaginal haemorrhage, urinary tract infection, pelvic congestion and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, device dislocation, menorrhagia, migraine, pelvic abscess, pelvic congestion, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test conducted: not specified (per pfs) diagnostic results: (B)(6) 2008, surgical pathology report: diagnosis: soft tissue, fallopian tube region: fibrofatty tissue with chronic inflammation and portions of wire identified, consistent with foreign body and chronic inflammatory reaction. Several portions of wire, some of which is coiled. The specimen overall measuring 2.5 x 0.4 x 0.4 cm. CT abdomen shows fluid collection at hysterectomy site slightly ill defined, developing peripheral contrast enhancement and gas density within the lesion which indicates that is probably a phlegmonous, developing abscess. Pelvic abscess status post recent hysterectomy. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic abscess, uterine perforation. Most recent follow-up information incorporated above includes: on 18-jun-2018: medical record received. Concomitant and historical conditions were added. Ablation was performed for the event menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation/essure device could freely be seen through the serosa of the uterus, showing a near perforation on that side"), pelvic abscess ("post clips suffered from pelvic abscess"), device dislocation ("migration of implant") and menorrhagia ("heavy periods/abnormal bleeding (, menorrhagia)") in a 26-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to nuts, throat swelling, itching, allergic urticaria, skin burning sensation, rash, malaise, thrombosis, menses irregular, cholecystectomy, headache, mood swings, dvt and multigravida (three spontaneous vaginal deliveries.). Previously administered products included for an unreported indication: ambien, paxil and klonopin. Concurrent conditions included viral gastroenteritis, hydrosalpinx, inflammation, fever, cough, conjunctivitis, tingling lips, swelling nos, lower abdominal tenderness, urinary urgency, subcutaneous hematoma, ecchymosis, contusion, diarrhea, vomiting, chills, pain chest, viral gastroenteritis, bronchitis, constipation, gastroesophageal reflux, rectal bleeding and gi upset. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic abscess (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain lower ("iower abdominal pain/ cramping"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection ¿ bladder/urinary"), pelvic congestion ("dx with extensive pelvic congestion syndrome post tubal sterilization with filshie clops") and cystitis ("bladder infection"). The patient was treated with ciprofloxacin (cipro), surgery (single port laparoscopic assisted supracervical hysterectomy), surgery (single port laparoscopic assisted supracervical hysterectomy) and surgery (novasure ablation of endometrium). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic abscess, device dislocation, menorrhagia, migraine, abdominal pain lower, abdominal distension, vaginal haemorrhage, urinary tract infection, pelvic congestion and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, device dislocation, menorrhagia, migraine, pelvic abscess, pelvic congestion, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test conducted: not specified (per pfs). Diagnostic results: (B)(6) 2008, surgical pathology report: diagnosis: soft tissue, fallopian tube region: fibrofatty tissue with chronic inflammation and portions of wire identified, consistent with foreign body and chronic inflammatory reaction. Several portions of wire, some of which is coiled. The specimen overall measuring 2.5 x 0.4 x 0.4 cm. CT abdomen shows fluid collection at hysterectomy site slightly ill defined, developing peripheral contrast enhancement and gas density within the lesion which indicates that is probably a phlegmonous, developing abscess. Pelvic abscess status post recent hysterectomy. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic abscess, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), abdominal pain lower ("iower abdominal pain/ cramping"), abdominal distension ("bloating") and menorrhagia ("heavy periods"). The patient was treated with surgery (surgery to remove the essure implant) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, device dislocation, migraine, abdominal pain lower, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, menorrhagia, migraine and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.